Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed and could not be recovered. The field service engineer (fse) originally received a call regarding auxiliary drawer 3.2 being failed; however, the drawer was not in a failed state upon arrival. The drawer was tested and was found to open only once before failing. Further investigation of the components narrowed the issue down to an intermittently functioning solenoid. The solenoid for drawer 3.2 was removed and replaced, and the drawer was tested. All hardware and application tests completed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was failing and could not be recovered. The customer attempted to recover the drawer, but a hardware failure error message was displayed on the screen. The customer mentioned that she powered off the station, unplugged the power cord, waited for a couple of minutes, then plugged the power cord back in and powered the station on again. However, they were still unable to recover the drawer. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.